Event description:
Additional information indicated that the left bundle branch block (lbbb) occurred during the implant procedure of this transcatheter bioprosthetic valve. No treatment was prescribed and no adverse patient effects were reported associated with the lbbb. However, lbbb was not resolved at the time of discharge. As result, a 30-day event monitored had been placed. Approximately 3 months following the pacemaker implant, the lbbb was no longer present, rather a paced rhythm identified and the lbbb was reported as resolved. The physician indicated the lbbb was related to the implant procedure.

Manufacturer narrative:
Continuation of d10: product ID: enveor-l-c; product type: delivery catheter system; updated data: b5, d4, d8, d10, g1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three months following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block (chb) with junctional escape and a heart rate of 50 beats per minute (bpm). No further adverse patient effects were reported.